Manufacturer narrative:
Zoll medical corporation received maude report number mw5068268 from the FDA concerning this report. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while performing CPR on a patient (age & gender unknown) in cardiac arrest, after removing the electrode pads, a quarter sized wound was found on the patient's chest. Complainant indicated that the patient required additional treatment and sutures were needed to close the wound.

Manufacturer narrative:
The electrode pads were discarded by the facility and were not available for evaluation. Correspondence with the customer confirmed that the "wound" found on the patient's skin had no correlation to the electrode pads. The director of risk management confirmed that the patient had a skin tag located in the area beside where the electrode pads were placed. The patient's skin tag opened up during the resuscitation event and not from the electrode pads. Analysis of reports of this type has not identified an increase in trend.